Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a prosa valve (part # fv701t) was implanted during a procedure performed on (B)(6) 2013. According to the complainant, a blockage of the shunt system was suspected. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Investigation: visual inspection: deposits in the inlet spout were observed through the visual inspection. No significant deformations or damage were detected. The prosa valve housing was subsequently measured and showed no deformation. The housing deformation measured at -0.007 mm, inside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has indicated that the valve has a blockage. Adjustment test: the prosa valve was tested and is not adjustable in the complete range. The valve was adjustable in the pressure range from 10 to 20 cmh2o. Braking force and brake functionality test: the brake functionality test showed that the brake function is operational and the braking force is within tolerance in the range of 10 to 20 cmh2o. However, the brake force could not be measured at all pressure settings due to the limited adjustability. Computer controlled test: the test bench measurement could not be performed due to the identified clogging . Internal inspection: after dismantling of the valve, deposits and a defect prosa lever - weight assembly were found. Results: the clinically suspected blockage of the valve could be confirmed during the examinations in our company. The prosa lever was also found to have broken, but this was not caused by the blockage in the valve. Due to the breakage, the gravitational unit of the system has been deactivated, which increased the risk of over- drainage, but not the blockage of the valve. A part of the broken lever has not been returned. In the case that this part has been flushed into the distal area of the shunt, this may not affect the function of the gravitational unit that may still be in the body. The possibility of passing through the gravitational unit is excluded. A report to the responsible authority has already been submitted. Additional corrective and preventive measures are being performed internally.